Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: lot number unknown / not provided. Concomitant medical products: dental implant, unknown biomet 5x4x10 implant, 3i t3 non-platform switched tapered implant 5x10mm. Lot# unknown / not provided.concomitant medical products: therapy date: (B)(6) 2023. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the clinician that the final restoration screw fractured inside the implant. A replacement screw was requested so they could remove fragment and reattach restoration.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one screw for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected and additional information to 0001038806-2023-00754. Follow up with customer confirmed the catalog number that was reported previously was incorrect. It has now been corrected. Zimvie received one screw for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified at the threads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.